Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was ongoing intermittent missing data points on the continuous glucose monitor graph. There was no reported impact to the customer's blood glucose level. Troubleshooting with tandem technical support was performed and reportedly, the customer successfully started a sensor session.